Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic during follow up. The device was post-sensed t-wave oversensing on the ventricular channel. The patient received inappropriate antitachycardia pacing (atp). The oversensing was noted on a stored egm. Programming changes were made during the device check and consider performing an induction test was recommended.